Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (2 mg/ml at .1 mg/day) via an implantable infusion pump. It was reported that the patient's body rejected the pump and it had to be explanted. It was noted that the hcp believed that the patient was allergic to metal. A new pump was implanted and covered with two dacron pouches to eliminate the possibility of the patient's body touching the metal directly. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the explanted pump was discarded by the customer. No further complications have been reported as a result of this event.